Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 and suture were not returned. The depth limiter was flared and creased. The delivery curve distal tip has been flattened. These are symptoms of tissue resistance and force applied and difficulty with reaching the desired surgical location. The device still cycled and actuated as expected. No root cause related to the manufacture of the device was established.

Event description:
It was reported that after the t1 deployment, t2 deployed prematurely. All t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.